Event description:
A customer contacted beckman coulter regarding erroneously low results that were being sent by the de2000 data management system to their laboratory information system (lis). Affected tests were alpha-fetoprotein (afp) and carcinoembryonic antigen (cea). Known high patient (afp) result was sent from a chemmistry analyzer to the dl2000 as 1272ng/ml with a check result of (cr) flag. The dl2000 was programmed to apply a dilution (x10) factor. The afp result reported by the dl2000 to the lis was 1272ng/ml. During a manual review of the aft result, the customer identified the correct result to be 12720ng/ml after manually calculating the dilution factor to the afp result. The customer was not able to provide actual patient results for cea test. There has been no injury or change in patient treatment associated with this event.